Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
The peritoneal dialysis (pd) pt's wife reported that during the pt's treatment last night, the pt drained about 4000ml of his solution with a fill volume of 2300ml on the liberty cycler. The pt's records for the previous night: drain 0:320ml. Fill 1:2305ml, drain 1: 2305ml; fill 2: 2305ml, drain 2: 2268ml; fill 3: 2304ml, drain 3: 1726ml; fill 4: 2305ml, drain 4: 4264ml; fill 5: 1999ml. The reported large drain of 426ml was 185% over the expected drain volume which resulted in a reportable device malfunction. The pt's wife stated the pt had fibrin a couple of nights ago and he drains better when he is sitting up during his pd treatment. During a follow-up with the pt's nurse, the pdrn stated she did not know the cause of the pt's draining issues. The pt's catheter was recently positioned. The pdrn stated the pt reverts to manuals if there is any cycler related issues. There were no adverse effects to the pt regarding the reported event. The pdrn stated she will refer to the pt's doctor about changing the pt's pd therapy to prevent future draining problems. The pt has continued pd treatment.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.